Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of black box found record of the language file corruption related alarm. The pump powered up to the display screen with auditory and vibratory features. The language file corruption alarm was reproduced when the pump powered up and pump reboot did not clear the alarm. The remaining testing was unable to be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Event description:
On (B)(6) 2015, it was reported to animas that there was a call service alarm issue with the pump. Reportedly, a call service alarm issue had occurred 3 or more times in 30 days. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.